Event description:
Per the periodic programming history review, it was observed that the patient's device was interrogated at the same faulted settings previously reported. Per the programming history, the settings were not adjusted prior to or on this date.

Event description:
It was reported through review of programming history that a patient was programmed to unintended settings due to a faulted system diagnostic test. The settings were not corrected before the patient left the office. At the moment it is unknown if the settings were corrected at a later date. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.